Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes presence of particles in the device. The patient also alleges of headaches. In this follow-up report, section b5 is updated with additional information. Section b3 and g3 were incorrectly reported in previous report, which is now updated in this follow-up report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged presence of particles in the device and also the patient is having nasal/throat irritation or soreness, headache. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information.  The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b5. The correct data is: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of presence of particles in the device and also the patient is having nasal/throat irritation or soreness, headache. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section g3 is updated with new information. Section h6 is updated with new information in health effect - clinical code.